Event description:
It was reported via phone call that the customer had blood glucose of 418 mg/dl. It was also reported that customer had inserting the sensor. No troubleshooting occured.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.